Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR. # 9610726-2010-00053 and 9616680-2010-00096.

Event description:
It was reported that the surgeon attempted to replace tibia insert w cs insert sm 13 mm. But after several attempts to lock insert onto baseplate failed; he then attempted to use ap lipped insert sm 13 mm and still did not fully lock into baseplate and motion was still detected. Since no other sm 13 mm insert available, left this one in place.